Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6 d4: attempts have been made to gather all product identification information, and no further information has been provided. The reported event was confirmed by review of pictures. Visual examination of the provided pictures identified a broken / fractured cr impactor pad. The device shows signs of use such as scuffs and scratches. The device history record was not reviewed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during use of the instrument, the impactor pad fractured. Attempts for additional information have been made and none has been provided.